Event description:
The filter fracture was discovered after an abdominal x-ray was taken. The patient is a female. The patient had a total hip arthoplasty in 2004. The patient was diagnosed with a deep vein thrombosis (dvt) 23 days later and the filter was placed 12 days later. The patient returned to the hospital complaining of back pain in 2007. An abdominal x-ray revealed a filter fracture. There are no previous films showing the filter fracture. It is noted that the patient had not had any interventional procedures performed since the filter was inserted. There is no information as to the size and shape of the vena cava, but it was noted to be slightly tortuous. The physician commented that the patient did not have any abnormal anatomic locations that could cause the filter to fracture. There was no difficulty placing the filter during the index procedure. The filter was intact (not fractured) following the initial insertion. There were no post-procedural complications. The filter is still implanted and the physician does not intend to retrieve the fractured filter. The patient has not complained of aches and pains and is in stable condition. Medications: heparin 5000 iu. Warfarin 5 mg/day after the filter insertion (dosing period unknown).

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.